Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitters will intermittently stop sending ECG vitals (to the central nurse's station (cns)). They stated that this issue is only affecting the telemetry transmitters and will last for approx 10 -15 sec before returning to normal. They stated that the bedsides are not affected. The issue was affecting two departments (iccu and tele). No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitters will intermittently stop sending ECG vitals (to the central nurse's station (cns)). They stated that this issue is only affecting the telemetry transmitters and will last for approx 10 -15 sec before returning to normal. They stated that the bedsides are not affected. The issue was affecting two departments (iccu and tele). No patient harm was reported.